Event description:
Edwards received information that a 23mm aortic bioprosthetic valve exhibited moderate aortic regurgitation at one (1) month after implant, and severe aortic regurgitation at three (3) years, nine (9) months after implant. Through investigation, it was learned the patient underwent double valve replacement (avr and mvr) with edwards pericardial valves and tricuspid annuloplasty for rheumatic heart disease at approximately age (B)(6). Device remains implanted. Specific symptoms were not reported, but patient was reported to be symptomatic.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be completed because the serial number remains unknown. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.

Event description:
Edwards received an update on patient status at a later date, which revealed intervention has not taken place, nor is it indicated, and the patient will continue to be monitored. Echo reviewed by an independent reviewer indicated that there is a mild to moderate paravalvular leak and no aortic regurgitation.

Manufacturer narrative:
Date of event is being corrected to (B)(6) 2010. Event description correction: this aortic pericardial valve exhibited mild aortic regurgitation, 2 on a scale of 1 to 6, at one (1) month after implant, and moderate to severe aortic regurgitation, 5 on a scale of 1 to 6, at three (3) years, nine (9) months after implant.